Manufacturer narrative:
Results: device spcific info (e.g., valve serial #) was not provided with the event report. Conclusion: cause of event cannot be determined. Analysis: the prod has not been rec'd by MFR for eval; without prod return, review is limited and no results can be provided. Device specific info (sn) is unk; therefore, review of the device history record could not be performed. Add'l info and prod return to mfg has been requested. Conclusion: no prod return. The device was intra-operatively replaced and the case completed; an exact cause cannot be determined for the reported prod problem.

Event description:
Info rec'd indicates the valve was removed and abandoned at implant because the disc would not rotate from the original position. The surgeon stated the operation ended without pt complications; however, it was reported the pt suffered cardiac arrest during the case. Following intra-operative device replacement, the case was completed with no add'l pt complication.